Event description:
It was reported that the customer experienced a blood glucose (bg) level of 64 mg/dl; cause was unknown. Customer consumed soda to address bg level and went to the emergency room (ER). Customer was treated with intravenous fluids of saline and was released from the ER 4 hours later with the issue resolved and no permanent damage.